Event description:
On (B) (6) 2009, the user received erroneous results for magnesium. After receiving questionable magnesium results for one sample, a second sample from the same pt was tested on the modular analyzer and gave 0.3 mmol per l. They tested the magnesium result on the integra and obtained 0.35 mmol per l. The user feels that the magnesium results are not credible since these values are not compatible with life. No info was provided to determine if erroneous result were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.